Event description:
It was reported that an asymptomatic patient presented with increased lv lead impedance. No other sensing or noise issues were noted. Increased capture threshold was also noted. The depended patient was monitored closely. The lead was capped and replaced. The patient was stable post-procedure.